Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) /2009 and a sling was implanted concurrently with a total vaginal hysterectomy. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh excision surgery on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01601. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. The patient underwent removal of midureteral sling concurrently with a cystoscopy due to erosion, pelvic pain, urinary incontinence, and dyspareunia. (B)(4).